Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon removal difficulty and stent explantation occurred. The target lesion was located in a coronary artery. A synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the stent delivery balloon was attempted to be removed post stent deployment, the balloon became stuck to the distal edge of the stent and pulled the whole stent back on itself. The procedure was completed using a different device. No further patient complications were reported and the patient's status was stable.